Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/13/2014).

Event description:
Consumer complaint of blood result reading of "lo". The customer confirms when using this specific vial, lot number pr1862: the meter displays "lo". Test performed with result as lo (B)(6) 2014 - 5:01pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue or user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". The customer confirms when using this specific vial, lot number (B)(4): the meter displays "lo". Test performed with result as lo on (B)(6) 2014 - 5:01pm. No adverse event reported.